Manufacturer narrative:
The malfunctioning product has been returned to the manufacturer vygon (B)(4), for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within 30 days of its conclusion.

Event description:
Patient on tpn and lipids experiencing occlusion in catheter. PICC line changed, no other patient outcome known.